Event description:
A malfunction alarm occurred with code malf 0, and no notable events were reported prior. There was no adverse impact to the customer's blood glucose level. The customer will switch to multiple daily injections as a backup therapy while technical support arranges a pump replacement. The customer was guided on putting the pump into storage mode and instructed to return it using a pre-paid label within 10 days.